Event description:
Customer called to report the pump's driver arms broke off. It was stated that the driver arms were very stiff and when the customer moved the driver block to insert the set, the arms broke off. It was denied that the device was dropped, bumped, or exposed to moisture.